Event description:
Customer's mother reported the insulin pump alarmed button error. Customer's blood glucose level was 233 mg/dl. Customer's mother did not recall any significant event that could have caused the alarm. She was advised customer should discontinue use of the device and revert to back plan. No further information noted.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage on keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip. Numbers do not ramp up on it's own or scroll bar moving without input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.